Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the instructions for use (IFU), coronary dilatation catheter (cdc), nc trek rx, global, instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). Further manipulation of the device, against resistance likely resulted in the tip to become entrapped and stretching ultimately causing the tip separation. The investigation determined the reported complaints appear to be related to operational context of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal-mid left anterior descending (lad) coronary artery that was heavily calcified. During pre-dilatation of the mid-lad with a 3.5 x 12 non-abbott balloon at 20 atmospheres for 30 seconds the balloon ruptured. The mid-lad was stented with a 3.5 x 18 mm xience sierra at 18 atmospheres for 20 seconds. During pre-dilatation of the proximal lad with a 3.5 x 12 non-abbott balloon and nc trek 4 x 8 mm balloon at 15 atmospheres for 15 seconds the non-abbott balloon ruptured. The proximal lad was stented with a 4.0 x 15 xience sierra deployed at 20 atmospheres for 15 seconds. Post-dilatation was then performed with a 5 x 8 mm nc trek at 22 atmospheres. During removal of the delivery system, the tip stretched and separated. At this time, the patient's heart rate decreased. Dopamine was given as treatment. To retrieve the separated delivery system tip, a 3.5 x 8mm nc trek was advanced on a guide wire into the lad to entrap the tip and everything was pulled back as one unit. A non-abbott closure device was used to achieve hemostasis. The patient remained in the intensive care unit one additional night due to the complications. No additional information was provided.